Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 41 mg/dl; cause was suspected as the customer inadvertently performing the load sequence while connected to the site and delivering a manual bolus. The customer consumed carbohydrates to address bg prior to the ER visit. Customer was treated with intravenous infusion and fluids of saline to address the bg. The customer was discharged the next day 02/17/2025 with no permanent damage sustained. The pump history was reviewed and it was identified that the pump was working as intended. Technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.